Manufacturer narrative:
Section d10: concomitant products: equinoxe reverse 38mm glenosphere (cat# 320-01-38 / serial# (B)(6)). Equinoxe reverse 38mm humeral liner +0 (cat# 320-38-00 / serial# (B)(6)). Equinoxe, humeral stem primary, press fit 15mm (cat# 300-01-15 / serial# (B)(6)). Equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)). Eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). Eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). Eq rev compress screw lck cap kit, 4.5 x 22mm (cat# 320-20-22 / serial# (B)(6)). Eq rev compress screw lck cap kit, 4.5 x 26mm (cat# 320-20-26 / serial# (B)(6)). Eq rev compress screw lck cap kit, 4.5 x 38mm (cat# 320-20-38 / serial# (B)(6)). Equinoxe reverse shoulder drill kit (cat# 321-20-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, approximately 4 year(s) and 9 month(s) post implantation of a right tsa, the patient presented with infection. The patient had rtsa with loose glenosphere + metaglene component without broken hardware and scapular notching. Plan for revision with antibiotic spacer. The patient underwent a standard reverse revision in early 2019 followed with antibiotic spacer procedure later that year. Implantation of antibiotic delivery system due to positive mrsa screen. Patient has cleared infection and desires conversion back to a reverse tsa. The clinical report indicates that the event is definitely related to the device(s) and unlikely related to the procedure.